Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - born in 1964. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to conduct femoral artery closure with an 8fr angio-seal device. During the procedure to set the anchor, the closure device was difficult to deploy and failed to set the anchor. They pulled out the device, and the tip of the closure device was found damaged. They stopped the use and changed to a new angio-seal of the same size. The following procedure went on well and no harm was found on the patient. The patient was stable. There was no patient injury/medical or surgical intervention required. Additional information was received on 02mar2020. A 7fr procedural sheath size used. The closure device was difficult to deploy and failed to set the anchor. A pre-deployment angiogram was performed. The damage was noted where the sheath meets the anchor.